Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext/sb/120cm leaked. This is a complaint about liquid leaks from q site connection during use. It was reported that when a syringe was connected to the septum of the q site and primed, liquid leaked from the connection. The leaked fluid is saline.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the sample showed that a visual inspection of the photos showed a non-bd extension set and the bd product where the reported defect was not observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.